Manufacturer narrative:
The following field was corrected to more accurately reflect the malfunction: imdrf annex a grid: a0413.

Event description:
It was reported that the bd phaseal¿ l connector c90j leaked around the membrane. The following information was provided by the initial reporter, translated from japanese to english: before infusion, the nurse noticed that the polybag was wet. When the nurse tilted the polybag, the membrane of c90j seemed to be separated, and leakage of the anticancer agent was confirmed.

Event description:
It was reported that the bd phaseal¿ l connector c90j leaked around the membrane. The following information was provided by the initial reporter, translated from (B)(6) to english: before infusion, the nurse noticed that the polybag was wet. When the nurse tilted the polybag, the membrane of c90j seemed to be separated, and leakage of the anticancer agent was confirmed.

Manufacturer narrative:
Common device name: closed antineoplastic and hazardous drug reconstitution and transfer system a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 19-may-2022 . H6: investigation summary one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was disconnected and never assembled onto the connector body, therefore the system was open and leaked when used. A device history review was performed for lot 2109219, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation, no damage or defects were observed and all membranes were verified to be properly assembled. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. CAPA 5331907 has been initiated.

Event description:
It was reported that the bd phaseal¿ l connector c90j leaked around the membrane. The following information was provided by the initial reporter, translated from japanese to english: before infusion, the nurse noticed that the polybag was wet. When the nurse tilted the polybag, the membrane of c90j seemed to be separated, and leakage of the anticancer agent was confirmed.